Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the patient has decided to cancel the iol exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, an iol exchange is scheduled. Additional information was provided that the patient experienced blurred vision at all distances, glare, starbursts, fluctuation in vision, and halos impacting daily life. There are two medical device reports associated with this patient. This report is associated with the right eye. The left eye has been reported in mfg report number 1119421-2021-00705.